Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, a21 error test and displacement test. No motor error alarms, prime anomalies, rewind anomalies or unexpected no delivery alarms were noted. The insulin pump was downloaded successfully to carelink pro. The insulin pump had cracked case at the display window corners, minor scratched lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for low and high blood glucose of 40 to 800mg/dl. Customer also indicated that the pump has had priming issues and motor errors. Troubleshooting found that the pump passed the displacement test and was able to prime. The customer was advised to call back if further assistance is needed as it appears that the pump is operating as designed. Customer declined low and high blood glucose troubleshooting.